Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the patient developed a drop in blood pressure, possible cardiac perforation, pericardial effusion and cardiac tamponade. A trans-venous biventricular implantable pulse generator (ipg) system was initially planned, but unsuccessful due to failed attempts at coronary sinus cannulation and failed attempts to cross the tricuspid valve with the right ventricular (rv) lead. The rv lead was attempted/not used and replaced with a leadless ipg. Soon after the leadless ipg was introduced, the patient's blood pressure dropped, at which point a pericardial effusion was verified with an echocardiogram. The leadless ipg and its delivery system were attempted/not used and replaced. Pericardiocentesis was used to drain the blood. A second leadless ipg was implanted and remains in use. The patient was transferred to the open heart intensive care unit. Medical intervention was required as a result of this event. No further patient complications have been reported as a result of this event.